Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6- visual inspection performed at customer quality (cq) confirmed the condition of device breakage, which agrees with the reported complaint condition. The device has broken at the most proximal thread form of the distal threaded tip. The fracture surface appears homogeneous with no voids or dark spots. The balance of the device shows surface wear consistent with use and which would not impact the functionality. No new issues were identified during the inspection. Based on the reported complaint description it is not possible to definitively determine if external factors (use error, misuse/abuse, etc.) Impacted the complaint condition. No dimensional inspection of the relevant features, distal threads, was able to be completed due to post-manufacturing damage. Received device was manufactured in june, 1 2018, on bettlach manufacturing site. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Investigation conclusion: a visual inspection and document/specification review were performed as part of this investigation. The distal threads of the complaint device were observed to be broken off, thus confirming the complaint. While a definitive root cause could not be identified, it is possible that an off-axis strike on the driving cap contributed to the complaint condition. No product design or manufacturing issues were identified, and no new malfunctions were identified either. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot part: 03.010.523, lot: l814084, manufacturing site: bettlach, release to warehouse date: 01.jun.2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: (B)(4). Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019 during an unknown procedure, the driving cap broke off while putting the nail in. While using the radiolucent insertion handle femoral recon nail, the surgeon was having a hard time advancing the nail. After he got the nail to desired depth, the driving cap snapped on the last hit. The procedure was completed successfully. Surgical delay and patient status are unknown. Concomitant medical products reported: unknown nail (part# unknown, lot# unknown, quantity unknown), radiolucent insertion handle femoral recon nail (part# 03.033.001, lot# l785931, quantity #1). This complaint involves one (1) devices. This is 1 of 1 for (B)(4).